Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a faulty q37 transistor on the printed circuit board. The fault appears to have developed after dispatch. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.